Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The suture was found to have been fully deployed and cut, and the clear stop indicator was deployed from the device. No other damage or issues were identified. The complaint was unable to be confirmed for a device-related issue. The exact root cause cannot be determined. The likely cause was determined to have been insufficient withdrawal of the device resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the 8 french angio-seal was being used post - transcatheter aortic valve implantation (tavi). There were difficulties achieving hemostasis with the 14f proglide. On the compactor tube pull back, the clinician heard a loud and unexpected noise. It was found that the compactor tube was loose and floppy at the end of the angio-seal sheath. The tamper tube was visible, and the clinician was able to go ahead and tamp it. Adequate hemostasis was achieved. There was no impact on the patient or life-threatening injury. The procedure was completed successfully. There was no intervention to prevent permanent injury needed. No affect to the patient condition on the event and outcomes. Additional information was received on 26sep2024: no pre-deployment angiogram was performed. The estimated blood loss was less than 250cc's. A tavi device was also used with the angio-seal.